Event description:
The core universal driver was sent for eval, and the stryker service tech found that it was running without activation. There was no pt involvement or adverse event reported.

Manufacturer narrative:
The running without activation failure was found during eval, and corrosion damage was noted within the internal components of the device.